Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted. It was reported to philips that the system gave an error message of ¿stand movements partly available¿. Upon troubleshooting, the philips remote service engineer (rse) connected with the customer remotely, customer claimed that c-arm and bed were inoperable, and restarting was ineffective. The philips field service engineer (fse) went onsite, checked the error logs and found error indicating that¿s can communication error. To resolve the issue, fse re-plugged geo- ipc cables and did the related tests. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave an error message of ¿stand movements partly available¿. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.